Event description:
Ous MDR - 8 days post implantation it was reported that the patiend expired. The ICD could not be interrogated. No cause of death was provided.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the defibrillation lead revealed the spot of molten titanium on the shock coil. Beside this finding no deviations were noted during analysis which might be related to the clinical observation as mentioned in the complaint description. The leads proved to be within specifications and flawless throughout its inspection. In summary, the ICD was damaged due to a shock delivery into an external short circuit. It was reported that the therapy functions of the ICD were not deactivated during the explantation. The coiled up and temporarily shorted lead caused noise, leading to defibrillation shocks and therefore to the observed damage of the device. The lead proved to be within specifications and flawless throughout its inspection. There was no indication of a material or manufacturing problem.